Event description:
On (B)(6) 2013, the reporter contacted animas, alleging a button/keypad (tactile cngs prior dmg w/moist) issue. It was reported that the audio bolus button was unresponsive and the rubber button cover had peeled. The reporter stated that moisture ingress had occurred. However, the reporter was unable to determine if the unresponsiveness occurred prior to or after swimming with the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the audio bolus button cover was missing and the button was unable to be tested due to moisture ingress. The keypad cover was intact and the buttons were unable to be tested due to the moisture ingress. The keypad cover was removed, no contamination was found. Evidence of internal moisture was found.